Event description:
On 6/30/97, cancer center notified bard access systems regarding a defective groshong catheter that caused infiltration of adriamycin into subcutaneous tissues of a 66 y/o female pt. Device in question was returned to co for eval. Although pt was under the care of cancer center physicians, pt was admitted within hosp's inpatient unit. It is policy of hosp to submit safe medical devices act reports following incidents where a pt injury is associated with a medical device failure. Following info may further explain incident: pt's diagnosis: carcinoid liver biliary. Groshong catheter placed 6/12/97 (this catheter was later returned to bard for eval). On 6/17/97 at 1610 adriamycin infusing without problem. No complaints voiced. At 1730, adriamycin continued to infuse without problems. At 1745, complaint of itching to groshong site. Site checked. Large erythema noted at site. Dressing at exit site checked. Adriamycin leakage noted on gauze. Chemotherapy stopped. Md notified. 10cc syringe used to withdraw existing chemotherapy from line. Blood return remains brisk. 100 mg hydrocortisone given over 12 intradermal injections at site of extravasation. Ice pack placed. Pt advised to leave on for 20 minutes and off for 20 minutes for a couple of hrs. Orders were given to discontinue remainder of chemotherapy (adriamycin). At 2000, assessment performed. Reddened area noted 5" in height and 4" wide. Pt states burning sensation. 100 mg hydrocortisone injected at 10 sites throughout affected extravasation area. Continued application of ice pack to affected area. An x-ray exam on 6/18/97 at 1539 noted that groshong catheter is in place entering from a right internal jugular approach with distal tip projecting over proximal superior vena cava. Groshong catheter appears over its expected location and there is no evidence of pneumothorax. On 6/18/97 at 1740 groshong was removed and given to a physician for eval. Physician notes state that during thosp stay, pt had adriamycin leakage into her subcutaneous tissues of anterior chest wall for an unknown period of time for an unknown amount of adriamycin infiltrating. As a result of this, pt had large areas of inflammation, erythema and induration in upper anterior chest wall, extending into anterior axillary fold intraclavicular area and supramammary area. This was treated with hydrocortisone injections locally and hydrocortisone cream and she will be observed closely for need for further intervention. On 6/19/97, a second groshong catheter was placed in pt. Chemotherapy infusions were given without further complications. Continued application of ice pack to affected area. Pt continued to have redness and tenderness at site up to time of discharge on 6/22/97. Pt discharged with services to be provided by homehealth agency. Product code/reorder #: 7728317. Lot #: 36gg5904. When was device placed? 6/12/97. What was site/route of placement? Right internal jugular.